Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to bladder stone, exposed urethral mesh and retained mesh within the urethra and bladder neck area. It was further reported that patient also underwent revision of mesh on (B)(6) 2009 due to retained urethral mesh eroded through the bladder. Patient underwent mesh revision on (B)(6) 2009 due to bladder stone, exposed urethral mesh and retained mesh within the urethra and bladder neck area. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted concurrently with tah with bso and adhesiolysis of pelvis, due to sui, ovarian neoplasia, and hypermobility of urethra. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.